Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device was vibrating. It was also reported that the patient thought his "ICD was beeping." There were no care alerts noted. The device is still in use. No patient complications have been reported as a result of this event.